Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿when they opened the array kit, the ir eye closest to the connection point on the femoral array fell off the array.¿ the velys array set knee (lot. Mk282193) returned to depuy synthes for evaluation. The depuy synthes team forwarded all available evidence to the supplier for further evaluation. Visual analysis revealed that one (1) of the three (3) radix sphere components was not bonded / adhered to the femur array (100039496) as specified in drawing (103702818 rev. J). Per drawing, all three of the radex sphere components must be assembled into the device array and bonded using dymax md 215-cth-lv-ur-sc at indicated region in three places as shown in the drawing. The overall complaint was confirmed as the observed condition of the velys array set knee would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search in medtech orthopedics' nonconformance (nc) quality system found no previous nc¿s associated with this product/lot combination. H11 additional narrative: added: d4 expiration date, d9, h4. Corrected: d4 primary UDI number, h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that pre-operatively when the array kit was opened, the ir eye closest to the connection point on the femoral array fell off the array. Another kit was used and completed the case without issue. There was no patient involvement.